Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The customer reported that a patient with a short term total block with symptoms who needed telemetry monitoring could not be monitored due to technical issues and troubleshooting ongoing in the telemetry unity. The specific malfunction of the telemetry was not provided. The patient was temporarily moved out into the corridor. It was confirmed that that the patient does did need to return to hia at the time. The report states that the ICU had not been informed of the telemetry malfunctions. No adverse patient impact was reported.

Manufacturer narrative:
A complaint was received where a customer reported that a patient could not be connected to telemetry due to technical issues and troubleshooting ongoing in the telemetry unit. It was also stated that it should be routine to inform responsible clinicians of any technical issues that are occurring with the telemetry system. The patient had to be temporarily moved into the corridor to be assessment and no adverse patient impact was reported. Several attempts were made to clarify the specific nature of the technical issues the customer states was occurring in the telemetry unit, the exact devices that were affected and the event logs for the time of the event however, this information was not made available. Therefore, further investigation into the event is not possible and a root cause cannot be determined. If additional information is provided, the complaint will be reopened.

Event description:
The customer reported that a patient with a short term total block with symptoms who needed telemetry monitoring could not be monitored due to technical issues and troubleshooting ongoing in the telemetry unity. The specific malfunction of the telemetry was not provided. The patient was temporarily moved out into the corridor. It was confirmed that that the patient does did need to return to hia at the time. The report states that the ICU had not been informed of the telemetry malfunctions. No adverse patient impact was reported.